Manufacturer narrative:
Additional information: added adverse event to product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted due to a high sensing integrity counter (sic), short v-v intervals and an impedance warning.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the full lead was returned to the manufacturer, analyzed and tested out of specification.  No patient complications have been reported as a result of this event.